Event description:
It was reported that a patient underwent an arthroscopy procedure on (B)(6) 2024 and suture was used. At the end of the surgery, the doctor used suture to suture the patient's wound. However, the suture broke multiple times during knotting, requiring re stitching. Afterwards, double stranded suture was used to increase the patient's suture needle hole. There were no adverse patient consequences reported. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: * please provide the lot number. * please confirm the number of suture that broke during knotting in this procedure. * were there any patient consequences? D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.